Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to diabetic ketoacidosis with a high blood glucose level of 562 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They were treated with insulin drips. They also reported that the buttons on the insulin pump were stuck at times but no alarms on the insulin pump. The insulin pump will not be returned for analysis.